Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that m5 handpiece was overheating and stalled. The handpiece was being used less than an minutes when the overheating was noticed and device was being run at 5000rpm. There was no patient impact.

Manufacturer narrative:
H3: product analysis couldn't able to verify the reported issue because the motor was non functional and found that motor, cable, seals, bearings were corroded, housing/case was damaged. H6: codes b01, c0601, c070601, d02, g02004, g04011, g04070, g04090 and g04113. The previously updated codes b17,c20, d16 and g04063 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.